Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of pinnacle insert. Insert was dislocated from shell with obvious wear. Likely cause impingement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided x-ray images and photographs confirmed the reported event, and found the head to be worn. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation was performed for the finished device d12042470, and no non-conformances/manufacturing irregularities were identified.